Event description:
Patient was implanted with expedium hardware from l3-s1. Patient was seen 10 days post-op and x-ray found that both rods had slide out from the screws at s1. Revision was performed and screws, and set-screws were replaced. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as possible adverse outcome in the instructions for use (IFU) supplied with the device.